Manufacturer narrative:
The device was evaluated twice in the field. During the first evaluation, a localizer failure was found and no parts were replaced. Codes b01, c08, and d02 are applicable. During the second evaluation, the camera was replaced. The system then functioned as intended. Codes b01, c08, and d02 are once again applicable. The manufacturer received the return of a camera from the system. During analysis, it was concluded that the positioning sensor unit of the camera had scratches on the housing and was not functioning correctly. A check of the event log showed intermittent illuminator current low dating back to (B)(6) 2021. There was a battery voltage low message along with bump detected and storage temperature exceeded. The psu failed an accuracy test (aak) at 0.795 mm with a passing threshold of 0.250 mm. Codes b01, c02 and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that there was a localizer faulted message. The network device interface (ndi) toolbox showed a bump detected and an internal temperature exceeded. There was no patient involvement.

Manufacturer narrative:
Removing incorrect annex a code (a24). A05 remains applicable. Marking h3 yes to reflect analyses were performed and were reported in the initial reg. Report medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.